Event description:
A discordant advia centaur cp troponin ultra result was obtained on a pt sample. The result was reported to the doctor who requested the pt sample to be retested. Upon retest in duplicate the corrected result was reported to the doctor. There was no pt intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to the malfunction of the luminometer. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.